Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.50 x 16 synergy ii drug-eluting stent was selected for use. However, it was noted the shaft was fractured. No known patient complications were reported.

Manufacturer narrative:
Device is a combination product. Date of event: used (B)(6) 2019 as the correct date was not provided. A synergy ii us mr 2.50 x 16 stent delivery system was returned for analysis in 2 sections due to hypotube break. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a break 546mm distal to distal end of strain relief. A slight bend of the hypotube on both sides of break was observed. Multiple hypotube kinks were also identified. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 2.50 x 16 synergy ii drug-eluting stent was selected for use. However, it was noted the shaft was fractured. No known patient complications were reported.